Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a short episode of asystole while in the emergency department. It was noted that the right ventricular (rv) lead exhibited a loss of capture as well as high thresholds and high and undefined bipolar impedance. A possible rv lead fracture was suspected. The lead was programmed off and abandoned. A new single chamber system was implanted on the right side. No further patient complications have been reported as a result of this event.